Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') and pituitary tumour ('tumor / teratoma / cancer type: pituitary') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic polyp in 2012, gastritis in 2007 and headache. Concurrent conditions included hypothyroidism since 2010, uti, frequency urinary, urgency urination, hematuria, abdominal pain lower, abdominal pain upper, bloating, weight gain, polycystic ovary, hyperplasia, hypertension, multiple gastric ulcers and abdominal pain. Concomitant products included ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("hives"), migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("hair loss"). In 2007, the patient was found to have hormone level abnormal ("hormone imbalance") and experienced fatigue ("fatigue"). In 2008, the patient experienced diverticulum ("diverticulosis"). In 2010, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant). On an unknown date, the patient was found to have pituitary tumour (seriousness criterion medically significant) and experienced allergy to metals ("nickel allergy"), constipation ("gastrointestinal or digestive system condition type: constipation"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and rash ("skin rashes"). The patient was treated with surgery (bilateral salpingectomy and subtotal thyroidectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pituitary tumour, hormone level abnormal, urticaria, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and constipation had resolved, the autoimmune hypothyroidism was resolving and the alopecia, diverticulum, urinary tract infection, cystitis, vaginal infection and rash outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune hypothyroidism, constipation, cystitis, diverticulum, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, migraine, pelvic pain, pituitary tumour, rash, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: plaintiff fact sheet received. Reporter information updated. Events: urinary tract infection, bladder infection, vaginal infection were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') and pituitary tumour ('tumor / teratoma / cancer type: pituitary') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic polyp in 2012, gastritis in 2007 and headache. Concurrent conditions included hypothyroidism since 2010, uti, frequency urinary, urgency urination, hematuria, abdominal pain lower, abdominal pain upper, bloating, weight gain, polycystic ovary, hyperplasia, hypertension, multiple gastric ulcers and abdominal pain. Concomitant products included ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2006, the patient experienced urticaria ("hives"), migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("hair loss"). In 2007, the patient was found to have hormone level abnormal ("hormone imbalance") and experienced fatigue ("fatigue"). In 2008, the patient experienced diverticulum ("diverticulosis"). In 2010, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy") and constipation ("gastrointestinal or digestive system condition type: constipation") and was found to have pituitary tumour (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and subtotal thyroidectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pituitary tumour, hormone level abnormal, urticaria, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and constipation had resolved, the autoimmune hypothyroidism was resolving and the alopecia and diverticulum outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune hypothyroidism, constipation, diverticulum, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, migraine, pelvic pain, pituitary tumour and urticaria to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs & mr received. Case become valid. Injury nos replaced with new events. Reporter's information was added. Added event pelvic pain, hormone imbalance, autoimmune hypothyroidism, hives, migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pituitary tumor, fatigue, constipation, hair loss. Updated outcome of all event except autoimmune hypothyroidism from unknown to recovered/resolved and for autoimmune hypothyroidism from unknown to recovering/resolving. Event onset date was added. Medical history, historical drug, concomitant conditions, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.